Event description:
It was reported that the patient presented to the healthcare ER and a remote interrogation of the device showed a high threshold and low pacing impedance on the right ventricular (rv) lead. The patient had not been at their device check since implant. Post-implant, a remote transmission showed the same electrical anomalies from the ER. Computed tomography (CT)/echo/x-ray was performed and found the rv lead outside the ventricle. The rv lead was explanted. There were no adverse health consequences, the patient was stable.